Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rate/sense channel, oversensing, and inappropriate anti-tachycardia pacing (atp). The pacing impedance measurements were intermittently low, with measurements of less than 200 ohms, triggering a lead safety switch. The noise was unable to be reproduced with patient isometrics or pocket manipulation, and no impedance changes were noted. It was suspected that these issues could be a result of an insulation issue. The device was reprogrammed and the patient was referred to their electrophysiologist. No adverse patient effects were reported. The lead remains in service.